Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, around 5pm, the patient¿s last known cgm value was 126 mg/dl. No bg comparison value was taken. Around 8pm, the patient¿s cgm was not providing any cgm values on the patient¿s tandem insulin pump. The patient also stated he could not stand up. A call to ems was activated via a ¿fall watch device.¿ once ems arrived, the patient¿s bg meter reading was over 500 mg/dl and he was transported to the ER. At the ER, the patient¿s bg meter reading remained over 500 mg/dl while the cgm was still not providing him with any values. The patient was provided an unspecified IV treatment and insulin via a sliding scale. The patient¿s bg meter reading improved to 260 mg/dl. The patient was then transferred to the ICU for monitoring and discharged on (B)(6) 26. It was mentioned that the patient was not diagnosed with dka. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.